Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "pump has air detector problem," which was not reproduced. The event history log (ehl) review was performed and confirmed multiple events of "air in line", which may have interrupted infusion processes. However, the customer stated that there was no patient involvement, therefore there is no hazardous situation associated with this complaint. In relation to the customer's allegation of "pump has air detector problem," the unit was found in specification. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04191 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "has air detector problem". It was also reported there was no patient involvement.